Event description:
It was reported the patient received the following results within 15 minutes: 312 mg/dl and 88 mg/dl. The patient experienced symptoms of low and high blood glucose levels. The patient was able to self-treat.